Event description:
At end of automatic transfer switch (ats) testing. Two alaris point-of-care units (pcus) shut-down. Attached to these two pcus were 4 large volume pump modules (lvps) and 3 syringe modules, so a total of seven IV infusions were stopped. Patient was not harmed, but this could have been a fatal event.